Event description:
The customer reported that their patient monitors were intermittently disconnecting from acuity central station. Welch allyn field service engineer evaluated the issue and determined that one of the ethernet network switches failed. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
Welch allyn field service engineer investigated the issue and determined the root cause to be failed ethernet switch. Field service re-routed the acuity system to another ethernet switch. The ethernet switch was not physically accessible due to it being behind other equipment that the customer did not want to move and as result, welch allyn field service engineer could not obtain the serial number. Ethernet switch and its sub-assemblies are off-the-shelf computer peripherals made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these components as the source of the failure.